Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal side were damaged, distorted and lifted upwards from the stent profile. The crimped stent stretched distally over the balloon cone. The bumper tip of the device showed signs of damage on the distal edge of the tip. This type of damage most likely occurred from applying excessive force to the device during advancement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The de novo, eccentric target lesion was located in the moderately tortuous and non-calcified second obtuse marginal artery (om2). The lesion contained a >=90 degree bend. After pre-dilatation was performed, a 2.25mmx16mm promus element¿ plus stent was advanced. However, resistance was encountered and the device was unable to cross the lesion. The device was then removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.